Event description:
Cardio-respiratory monitors alarming and pt crying. Nurse immediately went to isolette and found pt on floor. Left access door found open. Access door latch found to be unstable and with tapping on inside of glass could be opened. Pt immediately evaluated and cat scan of head showed some subarachnoid bleeding but no intracranial hemorrhage or edema. Full body x-rays otherwise negative.